Event description:
Nurse caring for pt noted smoke coming from under the bed (kin air iii) where the motor is housed. Bed was immediately unplugged, pt transferred into another bed and kin air iii removed from svc. Room reportedly filled with smoke and pt placed in hallway until smoke dissipated. Kci rep called and bed was removed from area on 4/15/98.